Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The event is detectable/preventable by handling the product in accordance with the following IFU. Maj-855 instruction manual ¿chapter 7 preparation and inspection 7.3 inspection of the auxiliary water feeding function¿ a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to user. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the auxiliary water tube had black mold-like material inside the tube during inspection for use. There were no reports of patient involvement.